Manufacturer narrative:
Occupation - non-healthcare professional. Additional email address: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after the insertion of the intra-aortic balloon (iab), therapy could not be initiated. It was noted that the iab did not function properly due to a hole in the iab membrane. The customer removed the iab and inserted a new one, which functioned as designed and provided therapy to the patient. There were no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. A kink was found on the catheter tubing and inner lumen approximately 74.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).